Event description:
Additional information received indicated that the patient's neurostimulators were replaced due to normal battery depletion. The patient outcome from the replacement surgery was reported as recovered without sequelae. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Lead model 3391s-40, lot# v159369, implanted: 2010-(B)(6), explanted: na, lead model 3391s-40, lot# v387340, implanted: 2010-(B)(6), explanted: na, extension model 7482a51, serial# (B)(4), implanted: 2010-(B)(6), explanted: na, extension model 7482a51, serial# (B)(4), implanted: 2010-(B)(6), explanted: na, stimulation model 7428, serial# (B)(4), implanted: 2010-(B)(6), explanted: na.

Event description:
It was reported that high impedances over 3,000 ohms were observed on the left side lead. No interventions were taken, and no patient symptoms were reported. The patient outcome was reported as an ongoing event. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Model 7428 lot# unk (B)(4) explanted: 2012(B)(6) wrench accessory model unk serial# unk. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of neurostimulator model 7428, serial #(B)(4) showed no significant anomalies with good stable output seen on electrode pairs as received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.